Event description:
According to the information from the hospital, 15 patients were noted to have complications of the following; labial abscess, erosion of tape through vaginal mucosa, obturator fossa abscess, vaginal vault abscess, vaginal vault abscess or possible septicemia.